Manufacturer narrative:
Manufacturing review: review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the user could only partially deploy the stent graft. The deployment mechanism was found in used condition, the stent graft was found partially deployed, and the outer force transmitting sheath was found fractured which made a successful deployment impossible. The system was found with elongation at the fracture site which indicated that excessive release force must have been present during deployment attempt. An indication for a process related issue could not be found. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the IFU states: 'both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system', and 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...) Flushing these lumens will also facilitate stent graft deployment.

Event description:
It was reported that during a stent graft placement in the iliac/femoral segment, the sheath allegedly ruptured during stent graft deployment. Alleged resistance was felt during stent deployment and during retraction of the delivery system. The procedure was allegedly completed using a different stent. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified .

Event description:
It was reported that during a stent graft placement in the iliac/femoral segment, the sheath allegedly ruptured during stent graft deployment. Alleged resistance was felt during stent deployment and during retraction of the delivery system. The procedure was allegedly completed using a different stent. There was no reported patient injury.